Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring. The plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was extend and the bars the c-ring extends out on somehow got bent to a 45 degree angle. The harvester bent the bars straight again. When she stuck the device back in the leg and extended the c-ring, she noticed that the c-ring had broken off one of the bars it extends out on. She was almost done harvesting a vein and was able to finish without the use of the c-ring. No injury occurred to the patient and no parts of the product fell off into the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was extend and the bars the c-ring extends out on somehow got bent to a 45 degree angle. The harvester bent the bars straight again. When she stuck the device back in the leg and extended the c-ring, she noticed that the c-ring had broken off one of the bars it extends out on. She was almost done harvesting a vein and was able to finish without the use of the c-ring. No injury occurred to the patient and no parts of the product fell off into the patient.